Event description:
The customer reported that the monoblock was damaged. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found that the fuse 20a was blown in the monoblock. The system was repaired, found to be operating as intended, and released to the customer for use.